Manufacturer narrative:
The repeated hemoglobin a1c result of the reported patient sample was from another module. The calibration results had no alarms. The qc data showed that the qc was performed multiple times on the date of the event; the customer stated that the qc was erratic on the date of event. A field service engineer (fse) determined that there were cell rinse and contamination issues. The rinse tube was replaced, and decontamination was performed. The rinse levels were checked and adjusted, and the sodium hydroxide (naoh) concentration was checked. The fse performed precision checks with acceptable results. The customer did not report any other issues after the service. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The reagent lot number is 855565. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for using a cobas 8000 cobas c 502 module. The initial result was 11.5%. The repeat result was 5.1%. The test was repeated as the initial result did not match the patient's history. The repeat result was deemed correct.